Event description:
The report we received from the field indicated that, the sv wire was being used in a procedure to repair the sfa. During positioning, the wire snapped and the tip dislodged inside the patient. It took 2 hours to retrieve the separated tip. The procedure was completed with a competitor wire, and the sfa was successfully repaired. The wire was inspected by the account, and it appeared the coil wire had unraveled, and the core wire had snapped. Additional procedural information has been requested, but has not yet been forthcoming. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.